Event description:
Member advises that the one touch test strips are reading abnormally high. Member has compare results by using same meter with two different lots of test strips and advises of reading differing by 100mg/dl. Use 10 strips daily for diabetes.